Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed an elongated white particle floating freely in the fluid of the bladder measuring 5.80 mm in length. The particle was identified by fourier-transform infrared spectroscopy to be a acrylic material. Acrylic is the material of the device stress member. The reported condition was verified. The cause of the condition was potentially an issue during manufacturing process. Shaving from the stressmember may have likely become loose inside the bladder during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a thread-like white particle was observed in a small volume intermate. This was observed during filling with an unknown reconstituted active ingredient solution. There was no patient involvement. No additional information is available.